Event description:
Customer reported images went gray, both monitors have severe burn in. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and replaced the monitors and regreased the high voltage cable connector. Sys operates as intended. This MDR is related to ge healthcare.